Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 3.5cm cuff was implanted. Additional information received states the cuff was explanted due to urethral atrophy causing the patient to experience recurring incontinence. The patient's symptoms began several weeks before the procedure.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 3.5cm cuff was implanted.